Event description:
As reported, the 6/7f mynx grip vascular closure device failed, and the black tip broke off the device, but everything came out fine and there were no complications. The reported separation occurred outside of the sheath and not inside the patient. There was no reported patient injury. The device was used in an interventional procedure with a retrograde approach. No excessive force was applied while withdrawing the balloon through the advancer tube. The balloon was fully deflated and prepped with 100% saline. The deployer did not pinch the balloon with the advancer tube, and the balloon was not inverted. The deployer was mynx certified. A 6f non-cordis sheath was used. The femoral artery suitability was verified on angiography, including sheath insertion angle. The device was used in the femoral artery. The vessel diameter was verified to be greater than or equal to 5 mm. There was no vessel tortuosity and no presence of peripheral vascular disease or calcium near the puncture site. Hemostasis was achieved with compression for less than 30 minutes. The patient recovered fine. The device will be returned for evaluation.

Manufacturer narrative:
Additional information is pending and will be submitted within 30 days upon receipt.